Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion went onsite and found that there was lot of humidity in the circuit and the pressure sense line. The fse replaced the pressure xdcr and the internal tubing to the transducer. Performed ovp and uvt. Vent working as per specifications. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called and reported that the unit failed on a patient. The driver stopped twice without any cause. The patient was placed on a different vent and there was no harm to the patient.